Event description:
It has been reported to the co that during the procedure the tail broke apart from the plastic part of the adapter and stayed jammed in the external stimulator. There is no report of pt injury and the device is being returned for the co's analysis.